Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that for two weeks, the patient obtained elevated blood glucose readings ranging from 400 mg/dl to 600 mg/dl, and he experienced the symptoms of stomach pain and tested positive for ketones. The patient's elevated blood glucose levels were corrected using insulin boluses via the pump as well as injections. Troubleshooting revealed the pump settings and basal rate were correct. However, the time was incorrect, set for am instead of pm, which would affect the basal rates given at the incorrect time. It was also determined the vial of insulin being used had been opened since (B)(6) 2012, past its opened expiration dating. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by using expired insulin, and having the incorrect time set in the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: evaluation revealed that the pump returned with visible moisture in the display lens. Pump has no audible or vibratory and it does not go to the display screen. The attempt to download the pump history and black box was unsuccessful. In house leak test revealed a display lens leak. Removed pump cover; internal moisture damage found on the pcb and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.